Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, patient experienced complications: audible noises, pain, gait, mobility issues, acetabular cup has loosened, and broken screws.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01099, -01100, -01102, -01103. This event occurred in (B)(6).